Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were both unknown. On an unreported date, the patient began treatment for the event with vancomycin, 2 grams, every 5 days; gentamicin, 20 milligrams, over 21 days, and meropenem, 1 gram over 7 days (routes of administration were not reported). It was unknown if the patient was hospitalized for the event. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.